Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with the stimulation and patient didn't provide event date. Patient couldn't get ahold of their representative. Patient stated the implant was almost always off since a long time because of the way, they set it up (agent understood this as representative). Patient also got cramps under their ribs and now they could feel on the upper part where the cuts were done and they felt a lot of pain on the upper part of their back and some kind of burning. 1st interpreter was not responding. 2nd interpreter was added on the line and when agent asked event date patient mentioned they had cramps under the ribs after surgery with new pain in their back around the area that they had the procedure. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed/provided nas phone number. Patient would have an appointment with their hcp on the 31st. Additional information was received from the manufacturer representative (rep). Rep reported that they were never made aware of the stimulation/pain issues nor the burning sensation issues. Rep noted they spoke to the patient on (B)(6) 2025 and it was hard to understand them, but pt said they had pai around their upper incision site. The cause of the burning sensation was unknown. No actions have been taken. Rep redirected pt to their hcp.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they left the patient another message to let them know when an appointment has been scheduled. Rep noted when they spoke to the patient, it seemed like the patient was having a burning pain to the left and right of the upper incision versus the stimulation issue. The issue has not yet been resolved and waiting for an appointment with the physician.